Event description:
Patient had cancer, and was using a urinary catheter, that required the use sterile saline and products associated with nurse assist tray. On (B)(6) 2023 my wife's at home nurse replaced her catheter using one of the nurse assist trays that turn out to be part of a product recall. The next day my wire had a fever and she had to be hospitalize. She was diagnose with and infection cause by contamination from the nurse assist kit. We did not receive a letter about the recall until (B)(6) of 2014, and my wife died on (B)(6) 2024.